Manufacturer narrative:
Device evaluation of electrode belt (B)(4) is complete. The reported problem (damaged therapy electrode) was confirmed. Upon investigation the electrode belt failed incoming testing. The cause for the failure was due to cable connecting the distribution node (dn) to rear therapy electrode (te) pad was pulled out of the strain relief, damaging wires in the dn. The root cause of the pulled cables was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient's electrode belt was damaged.